Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The pt reported that for the last maybe 4 days now, they couldn't charge their implant, and they were getting a message rm03. Pt said that the controller was fine and usually they would get excellent quality between 98%- 100% but now the implant would charge 5-6 minutes but would stop and another error message would come up "cannot be charged. Call medtronic." Pt said that their implant was totally dead and they were in pain. Pt confirmed that the controller battery was at 100% while the implant has triangle with exclamation point and then they got a message "battery empty. Cannot provide stim. Recharge the implanted device." Agent reviewed with pt the meaning of rm03 and pt said that the recharger was a little hot/getting warm. Agent had pt reset the controller and check visible damage to the recharger. Pt stated that they had to tape the wiring 2 inches up from the paddle and there was cut or bit on the recharger cord. Agent sent a repair request to replace the recharger. No patient impact or symptoms.